Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. In 2001; pt's blood glucose was 136, 99 and 93 mg/dl. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further has been reported.